Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Volumetrics of 100ml/hr and 10ml and 50ml syringe tested in spec at 9.97ml or 99% of expected accuracy. Volumetrics of 0.39ml/hr and 0.39ml tested in spec 0.39ml.

Event description:
As reported by the user facility: "nipride gtt ordered to be increased. This rn attempting to scan syringe for epic mar documentation, barcode was unable to be scanned and this rn needed to rotate syringe to scan. Line clamped, and syringe scanned. Pump reprogrammed and syringe replaced. When lever reached end of syringe, gave small "tap" to end of syringe, resulting in small bolus of nipride reaching patient. Patient blood pressure dropped to 40/20s per arterial line."